Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 300 mg/dl and it was addressed with a bolus. During troubleshooting with tandem's technical support, it was noted that there were air bubbles in the tubing. Reportedly, the customer changed out the cartridge, infusion set tubing, and site. The customer stated that the insulin could be from a bad batch and will obtain new insulin.